Manufacturer narrative:
No frozen screen, audio/beep anomaly or button error alarm noted. Device time/clock moved. Device had intermittent buttons response due to flattened (creased) act and esc buttons dome switch. No unlocked j2/lcd keypad connector noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump buttons stooped responding. Customer's blood glucose level was 65 mg/dl. Customer also stated that the insulin display was frozen and insulin pump stuck in the format time, date and screen was not completely blank. Customer reports an alarm occurred during the time the buttons stopped responding. Customer was unable to clear the alarm. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.